Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with increased values from liver function test (lft) and inr, and had complaints of left rib pain. Cultures were drawn. The patient was given IV fluids. The manufacturer's technical service reviewed the log file and did not find any unusual events. Additional information on 21jan2019: it was reported that the patient presented to the hospital with left sided flank pain, nausea, and vomiting. A CT scan showed possible thrombus around outflow graft (ofg). The patient underwent left anterior thoracotomy on (B)(6) 2018 and had successful untwisting of the ofg with the placement of an ofg clip. The patient was doing well post-op with lft downtrending, and was discharged on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the outflow graft was twisted could not be confirmed through this evaluation. According to the account, the patient was admitted to the hospital with rib pain, nausea, and vomiting. The patient was found to have elevated inr and liver function tests. A CT scan led to concern about the outflow graft. Log files containing event data from (B)(6) 2018 through (B)(6) 2018 were later submitted by the account and appeared to capture the system functioning as intended. Of note, power and flow appeared to increase, as expected, following the reported untwisting of the outflow graft. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.